Event description:
It was reported that an intravia container was difficult to remove from a non-baxter primary set. After the container had been spiked, the amount of force used to separate the set from the container tore the port from the bag. It was unknown if there was a patient involved, however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore the customer reported condition could not be confirmed and the root cause was not identified.